Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between march 17, 2024 and march 18, 2024. H11: one (01) actual device was provided for evaluation. Visual inspection of the actual sample did not show any abnormalities that could have contributed to the reported condition. Functional leak testing was performed and a leak was observed from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked from membrane port. The leaks were observed after filled with medicine solution before infusion. There was no patient involvement. No additional information is available.